Event description:
It was reported that, "checking in instruments I noticed ar alignment guide screws were stripped."

Manufacturer narrative:
Evaluation summary: visual inspection indicated the returned devices were in used condition. The devices each had one functional screw; the opposite screw on the device was backed out past the end of the threaded portion and was seized and stripped. It appeared as if there was an attempt to remove the screw. The investigation concluded that the screw was backed out too far, likely with the use of large amounts of torque. The ends of the screws are not threaded and are permanently installed during manufacturing. The threads will strip within the guide if attempts are made to fully loosen the screw. The screw could not be re-engaged by hand with an allen key on this device, indicating that the screw had seized due to the threads being stripped within the guide body. The device is labeled 'non-removable screws'. The stryker sales rep must advise the user not to disassemble this device and follow general cleaning and maintenance instructions for instruments.